Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The reported issue of the device failing to deliver a 30j shock could not be duplicated. Testing with known good accessories showed no faults. Accessories used during the incident were not returned for evaluation. The device successfully passed all required bench testing without duplicating the customer's report. An internal inspection found no discrepancies. The device worked as expected. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.